Event description:
It has been reported to philips that cine is not happening, and the live monitor is not switching on. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and could not confirm the reported problem. Troubleshooting actions showed the monitor working and cine working, however log files show that the tube current was out of range. The fse preemptively performed tube conditioning, tube adaptation, edi calibration and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and did not confirm the reported issue. Customer reported to philips that the system was down earlier as cine was not happening, but fluoroscopy was working fine. Review of the system log files showed tube current was out of range. Fse performed hv maintenance, adjusted tube condition and tube adaptation, calibrated edl and adjusted the color balance for bluish display in review monitor. After which system was working normally. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.